Event description:
The report received by our affilliate indicated that during percutaneous transluminal angioplasty the stent dislodged. The target lesion was left common lliac artery. There was moderate calcification, slight vessel tortuosity and 70% stenosis. The physician approached from the right femoral artery, and tried to deliver the product with cross-over technique. As the product was advancing to the lesion, the mounted stnet on the balloon, dislodged slightly in the sheath. Physician attempted to remove the stent with sheath simultaneously but when the stent delivery system(sds) and the sheath were pulled back ot the right common lliac artery; the sds got out of the sheath and was unable to be retrieved into the sheath. The stent was left in the right common lliac artery and was post dilated with a competitor's balloon. Another stnet was implanted at the target lesion. Procedure was successful. There were no reported patient complications.